Event description:
It was reported that this arctic sun device was not emptying pads at the end of therapy. A functional check of the device showed that the circulation pump could not maintain pressure. Biomed discussed the 2000 hours service and stated they would refer to the service manual to replace these components onsite. Per sample evaluation results received on 08may2023, it was reported that the double bend tube and the evaporator outlet tube were found expanded during service. It was stated that the circulation pump motor had a cracked screw mount found during pump service. It was noted that the double bend tube, evaporator outlet tube and circulation pump motor were replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. Confirmed in patient data empty pads commanded but did not refill machine completely. The device was quite slow to autofill. Autofill timed out before completing fill and had to be restarted to complete. Circulation pump was serviced. Double bend tube and the evaporator outlet tube were found expanded during service. Circulation pump motor had a cracked screw mount found during pump service. The device underwent pm servicing while in for repair. Serviced circulation pump and mixing pump. Replaced heater, both manifold o-rings, double bend tube and evaporator outlet tube, and drain valves. Circulation pump motor was replaced. Upgrades completed included replacing the control panel coin cell due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. The device history record review was not required as event was not an out of box failure and therefore the reported event is not manufacturing related. The labeling review was not performed since the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that this arctic sun device was not emptying pads at the end of therapy. A functional check of the device showed that the circulation pump could not maintain pressure. Biomed discussed the 2000 hours service and stated they would refer to the service manual to replace these components onsite.